Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2017 with the following findings: during investigation, the original allegation of a damaged battery compartment and cap was unable to be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was unable to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.